Event description:
It was reported that the xenon light source exhibited total failure. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h1 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light is poor. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. Additionally, the most probable cause of the malfunction poor light output was due to a gap between lamps. The investigation finding did not lead to a clear conclusion about the cause of the adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.